Event description:
It was reported by the independent repair center that the unit is alarming/red light; the primary cause of the malfunction is the pe valve is leaking. No reported of patient injury, no additional information provided.